Event description:
It was reported that during a lap cholecystectomy procedure, the device was used and the first clip fired fine. Subsequent clip firing made a different noise and they pulled out the instrument, and noticed a small piece of metal in the pt. They retrieved it without consequence and replaced the instrument with another ligamax. No pt consequences. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.